Manufacturer narrative:
The pump was received with a rf pic failed alarm and high stop currents due to faulty component on the radio frequency board. The pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No blank display anomaly was noted. No damage was found on the lcd isolation tape. No failed battery test or battery out limit alarms were noted. The pump had a cracked case at the display window corner, a severely scratched/worn display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm and radio frequency failed self test alarm. Customer's blood glucose was 136 mg/dl. Customer mentioned the device had a blank display. During troubleshooting, device alarmed radio frequency failed self test alarm during self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.